Event description:
It was reported that after a hip procedure using a dyonics rf-s whirlwind probe, it was discovered that metal debris was left inside the hip joint. The surgeon alleged that the high-frequency electrode released some particles into the joint, but stated that the patient did not suffer from this situation in any way. There were no additional patient complications reported as a result of this event.